Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected low reservoir alerts noted, low reservoir alert feature is working properly. No unexpected motor error alarms noted. The insulin pump passed displacement test, rewind test and basic occlusion test. The device was unable to prime during prime test due to faulty force sensor resistor. The device had missing segments on lcd screen noted due to faulty lcd board. The device also had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
Customer reported that the insulin pump returned a motor error alarm during bolus two days before the call. Customer reported receiving a low reservoir alarm followed by another no delivery alarm. Customer did not recall any significant events leading up to the error alarms. Blood glucose level was over 600 mg/dl at the time of the call. No further information was provided.